Manufacturer narrative:
The device evaluation was completed on 09-feb-2023. It was reported that a patient underwent a supraventricular tachycardia (svt) ablation procedure with a carto vizigo¿8.5f bi-directional guiding sheath ¿ medium and a sheath shaft rough issue occurred. Device evaluation details: the product was returned to biosense webster (bwi) for evaluation. Bwi conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the tip was broken, and a distal side hole was formed. The dilator and a good known lab sample catheter were introduced through the sheath, and no obstruction or resistance was felt. The dilators outer diameter was measured, and dimensions were found within specifications. The root cause of the tip issue remains unknown. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. This product issue will be addressed through bwi¿s quality system. Device history record evaluation was performed for the finished device 50000199 number, and no internal actions related to the reported complaint condition were identified. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a supraventricular tachycardia (svt) ablation procedure with a carto vizigo¿8.5f bi-directional guiding sheath ¿ medium and a sheath shaft rough issue occurred. It was reported by the biosense webster inc. (Bwi) representative that during a svt ablation procedure, upon advancing the vizigo¿ sheath at the "groin and dilate", it was unable to get past the skin and begin "flaring and ripping at the sheath transition". When attempting to dilate up at the groin access site, the sheath tip was damaged, flared after attempted dilation. It was not noted if sheath had damage/deformation at baseline before attempted use. The physician stated transition from dilator to sheath was not as smooth as they are used to with other sheaths. The hemostatic valve did not fail or break and was not compromised. No air was introduced into the patient. The tip of the delivery sheath did not pass through the vessel properly. It never made it past the outer skin puncture site. There was no visible damage/deformation of the dilator. The sheath was never used to deliver a catheter before it was replaced. The sheath was replaced, and the procedure continued. The sheath is available for return. No adverse patient consequence was reported. The sheath shaft rough issue was assessed as MDR reportable. The resistance with sheath is not MDR reportable.